Event description:
It was reported to boston scientific corp that a navigator ureteral access sheath was used during a ureteroscopy in '09. The navigator was advanced to the ureter with a dilator in place. The physician commented that there were no strictures or turns to overcome during the procedure. The physician removed the navigator from the pt and noticed the outer coating was peeling. There were pieces of the coating that came off inside the pt. The ureter was flushed and this successfully removed all fragments from the pt. The procedure was considered complete using this device with no other pt complications. The pt condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed. Although a failure analysis has not yet been completed, please note that this device was used past the expiration date of 2/29/08.